Manufacturer narrative:
The initial MDR 2517506-2016-00276 was filed on june 27, 2016. Supplemental MDR 2517506-2016-00276_s1 was filed on july 29, 2016. Additional information (09/16/2016): modules and related interface slots that were shipped to customers after may 21, 2014 include a power cord that has two available plugs that allow for two possible configurations. Siemens healthcare diagnostics has been informed by our supplier that the plug that is used to connect to the automation system power source may overheat. Urgent medical device correction (umdc) lai16-03.a.us was sent to customers in the united states in october 2016 and corresponding urgent field safety notice (ufsn #lai16-03.a.ous) to all outside us aptio customers. The umdc and ufsn are entitled "aptio automation modules power cord used with optional aptio modules." The umdc and ufsn explain that the plug used to connect to the automation system power source may overheat and that siemens customer service engineers will be visiting customer sites to replace the power cords.

Manufacturer narrative:
The initial MDR 2517506-2016-00276 was filed on june 27, 2016. Additional information (07/12/2016): a siemens customer service engineer (cse) was re-dispatched to the customer site. The cse replaced the twist lock receptacle with a lower amperage plug. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse inspected the refrigerated storage module (rsm) upon arrival and found that the wiring from the aptio track to the xp4 connector in the rsm had shorted out. The rsm was down due to the melting of the "blindo" cable at the connector for cable x4 into the electrical panel. This is the initial cabling which provides power to the cooling unit of the rsm. The cse disconnected the power cords from the track and rsm. A secondary issue was identified when the customer turned the main breaker off, the computer would not initialize correctly. The rsm node has been bypassed and the customer was running on the aptio track. The cse returned to the customer site the following day. The cse repaired the cable by adding 250v/20 amp twist lock receptacle and replacing the "blindo" fuse. The rsm powered up without an issue. The cause of the smoke emitted was due to an xp4 connector failure. A siemens healthcare investigation confirmed a cable failure issue. Siemens is still investigating this issue.

Event description:
Smoke was emitted from the storage unit of the aptio automation system. The customer shut down the instrument. There are no known reports of patient intervention or adverse health consequences due to the smoke.